Event description:
Information provided alleged that the head section was not able to go up.

Manufacturer narrative:
Technician found that the head panel was detached from upper frame and head section was not able to go up. Replaced right side broken retracting arm to resolve this issue.